Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated and the reported gripper line break resulting in the gripper actuation issue of unable to raise the gripper arms was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not identify any similar incidents from this lot. All available information was investigated, and the reported gripper actuation issue appears to be the cascading effect of the gripper line break. However, a definitive cause for the reported gripper line break could not be determined in this incident. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
The device was received. Investigation has not been completed. A follow-up report will be submitted with all additional relevant information. G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
This is filed to report gripper actuation issue and the gripper line (gl) break. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with grade of 4 with a coaptation gap. The ntr clip delivery system (cds) was advanced to the mitral valve and the clip was placed but mr reduction was not sufficient and mean pressure gradient increased to 4.8 mmhg. The ntr clip was not implanted and the cds was removed. An xtr cds was advanced and the clip was placed in the same location of where the ntr clip had been placed. Mr was reduced similar to the ntr clip reduction and the clip was deployed. After deployment, the mean pressure gradient decreased to about 3.2 mmhg; therefore, the ntr cds was re-inserted and the clip was place lateral to the xtr clip. The ntr clip was advanced and grasping was performed. During re-positioning, the gripper arms did not raise. The clip was inverted and it was noted that the gripper line was broken. The clip was not implanted and the cds was removed. No portion of the broken gripper line was left in the patient anatomy. One clip was implanted, and the mr remained at 4. No additional information was provided.